Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received. Add'l info from user facility report: (B)(6).

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device displayed "poor pad contact" message. The clinicians attached a second set of pads and the same message appeared. Complainant indicated that the clinician obtained another device to continue treating the pt. However, the pt subsequently expired. Add'l info from uf report: arrived on scene of a cardiac arrest in progress by first responders. One shock already from AED. Attached zoll defib pads and the screen was reading "poor pad contact." The pads were on the pt's chest very good. I checked the connections which all seemed fine. At the same time, the 4 lead was being prepared to be placed on the pt. I removed the pads from the pt's chest and attached another set of pads. Again same error message. When the 4 lead was attached that too would not read any rhythm. I checked all connections, even unplugged the cords and made sure the contacts were clean. I plugged them back in with no change. At this point, I considered the monitor malfunctioned and re-applied the fd AED and called for another unit to bring me another zoll monitor.